Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, damaged, deformed and separated from the pusher with no signs of thermal activation from a detachment controller on the pusher's heater coil. The unit passed continuity and resistance testing. Due to the condition of the returned device, further testing for detachment could not be performed. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The v-grip controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
N/a

Event description:
It was reported that an embolization coil implant detached unexpectedly. During the pretest of the coil and the v-grip, the green light appeared on the v-grip. When the implant was attempted to be detached after placing the implant in the target site, the light turned green, but when the detachment button was pressed, the red (orange) light blinked, and the implant was not detached. Three more attempts were made after the pusher end was wiped with dry gauze, but there was no improvement. The v-grip was then replaced with another v-grip, but the implant was not detached, either. When the coil was withdrawn, the implant was unintentionally detached. The implant was attempted to be moved with the pusher, but it could not be moved. A 1cc syringe was used to flush, and the implant was moved slightly, but the detached implant could only be pushed approximately 1 cm out of the microcatheter. The coil was withdrawn along with the microcatheter and removed from the patient. The coil was replaced with another coil from a different lot to continue the procedure, and the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.